Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to complete startup and perform image acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was noted that the customer had been using the system december through march. They adjusted the pendant swivels. No parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. This analysis information was captured in rr #1723170-2018-01265. If information is provided in the future, a supplemental report will be issued.